Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/20/2017 with the following findings: during investigation, the pump was unable to power on. Moisture was visible in the display. The pump leaked at the display lens. The pump was opened to find moisture damage on the printed circuit board. The no power to the pump was caused by moisture damage.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.